Event description:
It was reported that the vessel sealer extend (vse) instrument jaws failed to open out of box. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. The vse instrument was found to have the grip open ring dislodged at the proximal end. The set screw became dislodged from the grip ring, causing the grip ring to shift, furthermore affecting the operation of the instrument¿s jaws. The jaws would not open when attempted. As a result of the grip ring screw dislodged, the grip ring also became dislodged. Further, the vse instrument exhibited imprecise motion during gripping and un-gripping. The vse instrument was placed on an in-house system, and it passed the recognition and engagement tests. The grip tips moved with lag or delay in the motion that was observed. The jaws failed to open properly. In addition, the vse instrument was returned with the power cord cut off. A visual inspection did not reveal any thermal damage or signs of melting.